Event description:
Ventilator pressure changing 30 cmh20 for no apparent reason. Changed multiple circuit parts on the ventilator which did not fix the problem. Finally the ventilator did not pressurize when off patient being tested. Biomed was contacted prior to the ventilator not pressurizing. Biomed recommended changing a few parts then if this did not work consider changing the ventilator. The ventilator was replaced. The doctor at bedside during the process.